Manufacturer narrative:
One medfusion pump was returned in excellent physical condition. The event history log was reviewed and a primary audible alarm post was found. Power up process and occlusion test were performed. No test could pass due to the initial primary audible alarm post error alarm. A high profile c9 capacitor on the interconnect printed circuit board (pcb) was found broken off which prevented all other tests and functions of the device. The interconnect pcb was replaced and the speaker was replaced for precaution. The power up process was performed as well as functional testing which passed.

Event description:
Information was received indicating that a smiths medical medfusion pump failed occlusion test. There was no patient involvement.